Manufacturer narrative:
(B)(4). As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. In the same month as the receipt of this report, the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.